Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated that the cassette was poorly secured. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Labels are undamaged. Physical condition was good. The customer reported issue could not be duplicated at time of investigation. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none. No problems or issues were identified during this device history record review. E4: initial reporter also sent report to FDA is unknown., corrected data: d1.